Event description:
It was reported that the plastic part broke off of the mallet intraoperatively. It was reported that the mallet (part # pdl102) was used during surgery on (B)(6) 2015 when the plastic part broke off intraoperatively. A spiral shred of plastic came out as well. The broken pieces were easily retrievable without any surgical/medical intervention. There was no surgical time delay. The patient status was reported as fine. This complaint involves 1 part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: a slotted mallet in good condition with a plastic cap loosely inserted into the head of the hammer. The threads on the insert are stripped. The complaint is confirmed. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot a7oa46, is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 46 hrc and was found to be good. No non-conformance reports (ncr) were generated during production. The slotted mallet is a component of the prodisc-l instrument set. The prodisc-l system is ¿intended to replace a diseased and/or degenerated intervertebral disc of the lumbosacral region¿ between l3 and s1. The slotted mallet is used throughout prodisc-l procedures: inserting trials, chiseling and inserting the implant endplates. The associated drawings for the slotted mallet were reviewed, specifically the top level drawing. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The mallet was found to have met the drawing specifications. The product was received under the complaint condition ¿broken: intraoperatively.¿ the complaint description stated that the ¿plastic part broke off intra-operatively. A spiral shred of plastic came off as well. The broken pieces were easily retrievable without any surgical/medical intervention.¿ the returned instrument was examined; specifically the threads on the plastic cap were inspected under magnification and were found to be stripped. The cap was unable to securely thread into the instrument as intended; as such the complaint is confirmed. The failure mode of a stripped/loose plastic cap is consistent with typical wear and tear. This is a multiuse instrument that has been in the field for nine years. After reviewing the related product drawings and complaint history, the design did not contribute to the complaint condition. The failure mode is consistent with wear and tear over the 9 year life of the product. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.